Manufacturer narrative:
Date of event - aware date of (B)(6) 2023 used as event date is unknown.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman flx laa closure device with delivery system (wds). In (B)(6) 2023, the patient experienced a stroke. Transesophageal echocardiogram (tee) showed the closure device was sealed within the laa. No further information on the status of the patient is current available.